Manufacturer narrative:
(B)(4). Date sent: 9/10/2025. D4 batch#: 617c95. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one sr75 reload was returned unfired, with the stapler retainer placed, with the "doghouse" component of the cartridge damaged making the reload nonfunctional and the swing tab returned in the unlocked position. No functional test was performed due to the condition of the reload. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, when joining the device halves over the long loaded reload it may appear as the device not closing or that the alignment locking lever is hard to close, causing the damaged noted. Please reference the IFU for proper cartridge loading. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number: 617c95, and no non-conformance's were identified. The lot#: 678c75 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? No. 2. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event: no.

Event description:
It was reported that during a laparotomy procedure sr75 reload is miss fire it stopped working surgery delayed then surgeon had open a new sr75 reload it is working so due to the reported event.